Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was provided. It has the barrel label missing therefore failure mode is verified. This was due to a process variation of the plunger rod labeler machine during production. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided. Investigation conclusion: a complaint history check was not performed as the lot number is "unknown" for this complaint. Root cause description: this was due to a process variation of the plunger rod labeler machine during production.

Event description:
It was reported that before use of the syringe 3ml saline fill ce the syringe was missing scale markings. The following information was provided by the initial reporter: scale missing.